Event description:
Reporting status: death. Reporting rationale: the pt died. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was on (B) (6) 2008 and the proximal 2nd obtuse marginal branch lesion was direct stented with a 3.0x08 mm xience v stent. There were no reported product issues or pt effects noted at the time of the index procedure. The clinical site had been trying to contact the pt since (B) (6) 2009 and finally talked with the pt's wife who was very upset. She stated that the pt died on 1/3/2010. The pt died at home from a 'weak heart'. This was not unexpected as the pt had a 15% ejection fraction adn pt did not want a transplant. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). The reported death is a known adverse event as listed in the no fault risk assessment and xience v instructions for use (IFU). It was reported that the lesion was direct stented with the 3.0 x 8 mm xience v stent. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications". It is unk whether the reported direct stenting (no pre-dilatation) contributed to the death reported approx 2 years post-procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.